Manufacturer narrative:
Citation: tsai mt et al. Year in review: transcatheter aortic valve replacement. Curr opin cardiol. 2016 mar;31(2):139-47. Doi: 10.1 097/hco.0000000000000260. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature a meta-analysis review of transcatheter aortic valve implant (tavi). All data were collected from several studies and registries. The study population included an unspecified number of patients who were implanted with medtronic corevalve (serial numbers not provided). Among all patients an unspecified number of deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: complete heart block (chb) requiring a new permanent pacemaker, decrease in left ventricle ejection fraction, moderate/severe aortic regurgitation, incorrect valve sizing, valve malposition, stroke, thrombus, endocarditis with stent frame vegetation, valve-in-valve, and surgical replacement. Based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.